Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via email that they experienced low blood glucose level due to inaccurate continuous glucose monitoring reading in auto mode. Customer's blood glucose value was 52 mg/dl at the time of the incident. Continuous glucose monitoring reading was higher than actual blood glucose. No adverse event as customer was able to correct the low when it occurred. The device will not be returned for analysis.